Event description:
At 9 weeks post-operatively, two variable blue ridge screws were noticed to be marginally proud on a follow-up x-ray. The surgeon did not feel they had backed out to the extent that warranted revision. At a subsequent state, approximately 5 months post-operatively, an additional screw was noticed to proud and the surgeon ultimately decided to revise.

Manufacturer narrative:
The screws and plate were returned to the manufacturer and the evaluation is now complete and this MDR is now being filed. The products were evaluated, along with post-operative x-rays which were provided by the surgeon. The manufacturing and inspection records for the devices were reviewed and no discrepancies were found. The products were manufactured according to specification. The visual and microscopic inspection of the plate demonstrated normal wear associated with use and further revealed that two of the locking clips had broken off. Unfortunately, it could not be determined whether the clips broke during implantation, as a result of improper technique; or later, as a result of the screws backing out; or finally, possibly during removal of the plate. This type of issue will be monitored and trended. In the meantime, the prescribed surgical techniques related to proper bending of the plates, ensuring that the screws are properly angled and fully locked upon insertion as well as using the proper tool for screw removal or repositioning intra-operatively have been reiterated to the surgeon.